Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8300 error 570.6500. Technical support - replace oridion module; recommend to check the oridion module harness and make sure if it is fully seated. If that does not fix the issue, biomed will send in unit under warranty repair. A review of the device history record for sn (B)(6) was performed from 08/18/2016 to 9/16/2020 and confirmed that this device was not previously returned for servicing and there were production failures (q6 200231300) for co2 sensor calibration and high reading on leak down test which does not correlate to the customer reported issue. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. Based on the troubleshooting results, technical support determined that the proximate cause of the customer¿s reported issue. Tech support - recommend to check the oridion module harness and make sure if it is fully seated the customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per 1501-006-000 swi-sd-inf complaint escalations, infusion products global customer support operations.

Event description:
It was reported that the etco2 module displayed error code 570.6500. There was no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. A review of the device history record for sn (B)(4) was performed from 08/18/2016 to 9/16/2020 and confirmed that this device was not previously returned for servicing and there were production failures ((B)(4)) for co2 sensor calibration and high reading on leak down test which does not correlate to the customer reported issue. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the etco2 module displayed error code 570.6500. There was no patient involvement.